Event description:
It was reported to medtronic minimed that the customer experienced hairline fractures from the battery compartment down to belt clip, rejected new batteries once, and random unexplained no delivery alerts. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884l, mmt-386a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-1884l. No product return is required for mmt-386a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery depletion recall number. The pump passed self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, and self-test. Failed sleep current test due to moisture damage to electronic assemblies. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. No failed battery test found in pump downloaded history. Pump was cut open to perform visual inspection and found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube) and label damage (stained). Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump failed sleep current test due to moisture damage to electronic assemblies. No failed battery test noted during analysis or listed in the pump download history. No unexpected insulin flow blocked alarms noted during testing or listed in the pump downloaded history. No damage at belt clip however, damage noted at battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.